Manufacturer narrative:
A medtronic representative went to the site to perform a system checkout. The x-stage cover was out of position. The cover was repositioned and the system was homed. The system then passed checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry can't move on x axis due to mechanical problem. The gantry cannot be extended. There was no patient involvement.